Event description:
It was initially reported by arjohuntleigh representative: "two caregivers were able to get pt up with the lift over the bed, the clip separated from the sling and pt slipped out to the bed - no injuries". Reference MFR# (B)(4).